Event description:
Boston scientific crm received information that this product was part of a patient infection. An explant procedure will take place in the near future. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.